Event description:
While resident was lifted off the bed with a floor and a loop sling, they turned resident and pulled the floor lift away from bed. The sling left loops detached from left hook of the spreader bar. Resident fell - more of a slide - on floor. The doctor was notified and resident assessed with no apparent injuries. She continues to be monitored.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer (B)(4). On behalf of the importer (B)(6). Additional information will be provided following the conclusion of the manufacturer's investigation.